Event description:
Bkc ra and rv leads were explanted and replaced with (B)(6) products on (B)(6) 2023 due to poor thresholds. This report reflects info received by the FDA in the form of a notification per 803.22 (b)(2). Ref report: mw5119383.